Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery on the insulin pump is not lasting and the display keeps going blank. Blood glucose value was over 600 mg/dl. It was stated that the insulin pump does not have physical damage and was not exposed to moisture just shower steam. Customer stated that the device has been dropped and bumped through the years. The battery cap is slightly damaged from coin used to remove it. Customer was advised to insert a new battery and if display does not return, to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at reservoir tube window corners and a broken belt clip slot.